Manufacturer narrative:
H6: the devices remain functioning in the pt. A review of the manufacturing paperwork is being conducted. Please note: a gore excluder aaa endoprosthesis contralateral leg component (pxc161200/lot#03074071) and a gore excluder aaa endoprosthesis aortic extender comonent (pxa280300/lot#042291311) were also implanted.

Event description:
In 2004 a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. An intraoperative angiogram revealed a proximal type I endoleak. Five days later, the proximal type I endoleak was successfully repaired with an aortic extender component. The pt tolerated the procedure.